Manufacturer narrative:
(B)(4): final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1585 ohms. The pump had a voltage drop after bench testing (bct) of 0.82 v. In addition, residue was noted in and around bottom jewel for rotor magnet, on the bottom side of the inner cover and on top and bottom surfaces of gear wheel 3.

Event description:
The pump was explanted due to battery depletion. No adverse events were reported. The pt recovered without sequelae.